Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that while priming new precedex drip, a port started dripping medication. I exchanged the defective tubing with new tubing. This is the second set of the same item number to leak in two weeks.